Event description:
It was reported that during a ptca procedure, difficulty was experienced crossing the lesion. The physician was able to cross the lesion, however; the balloon would not inflate. While attempting to remove, the shaft broke. The entire system was removed without incident. No pt injuries or complications occurred.